Event description:
Philips received a complaint by the customer reporting that diagnostic code 1127 (over voltage protection circuit failure) occurred on a v60 device. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The field service engineer (fse) went to the customer site on (B)(6) 2023. The fse pulled the logs from the device and confirmed that error code 1127 was found. Follow-up onsite service will be completed to replace the motor controller (mc) printed circuit board assembly (pcba). The investigation is ongoing.

Manufacturer narrative:
It was stated on 21jul2023 by the field service engineer (fse) that the customer was unable to locate the replacement motor controller (mc) printed circuit board assembly (pcba). The original customer contact was stated to no longer work at the customer site. No work was performed. In a good faith effort (gfe) response from the fse received on 31jul2023, it was stated that the device was confirmed to still be inoperable at the time of the 21jul2023 onsite service. The fse stated that they had asked but it is unknown if the customer has decided to leave the device unfixed and out of service. In a another gfe response from the fse received on 31jul2023, it was confirmed that the customer was opting to not pursue further repair of the device at this time through philips. The complaint will be processed for closure. If additional information becomes available at a later date, or if the customer decides to have the device serviced by philips, the complaint will be reopened, and a supplemental report will be submitted.